Manufacturer narrative:
(B)(4). Date sent: 2/26/2026. Additional information was obtained: it was reported that ¿remove device from patient¿ alert screen was displayed and titanium tip was broken . The breakage piece was retrieved by forceps and was discarded. Changed another one to complete surgery. Corrected data: b5, h6, h11 investigation summary. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned device determined that the distal tip of the blade was broken off and returned with the device, the remaining blade portion was scratched with evidence of contact with metal, and the tissue pad was damaged. During functional testing, an alert screen was displayed, which is a probable result of blade damage, while the device did activate during testing. Disassembly of the device revealed no anomalies in the internal components. Probable causes of blade damage and breakage include external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, and continued usage after minor blade damage. Probable causes of tissue pad damage include applying pressure between the instrument blade and tissue pad without tissue between them, and prolonged usage of advanced hemostasis mode. To avoid tissue pad damage, keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad. A manufacturing record evaluation was performed for the finished device batch y7010m, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a cancer surgery the ¿remove device from patient¿ alert screen was displayed and the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete surgery.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2026. D4 batch #: y7010m. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned device determined that the distal tip of the blade was broken off and returned with the device, the remaining blade portion was scratched with evidence of contact with metal, and the tissue pad was damaged. During functional testing, an alert screen was displayed, which is a probable result of blade damage, while the device did activate during testing. Disassembly of the device revealed no anomalies in the internal components. Probable causes of blade damage and breakage include external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, and continued usage after minor blade damage. Probable causes of tissue pad damage include applying pressure between the instrument blade and tissue pad without tissue between them, and prolonged usage of advanced hemostasis mode. To avoid tissue pad damage, keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch y7010m, and no non-conformances were identified.

Event description:
It was reported that during a mediastinoscopy for radical resection of esophageal cancer the ¿replace instrument¿ alert screen was displayed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.